Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited white residual inside the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported issue is a known inherent risk for the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.